Event description:
Procedure type: hernia. According to the reporter: would only deploy one tack and the device jammed. No pt injury.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated 02/08/2010.